Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). It was noted that the patient had an underlying rhythm. Technical services (ts) discussed with the physician not letting the patient go home until the output is adjusted. The lead remains in use. No adverse patient effects were reported.